Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the testing, the o2 (oxygen) sensor on an 840 ventilator could not be calibrated. The ventilator was not in use on a patient at the time the event occurred. The service engineer (se) inspected the device and replaced the o2 sensor. The se performed extended self-testing on the device and all tests passed.